Event description:
It was reported to boston scientific corporation, that an ultraflex tracheobronchial stent was used during a stent placement procedure( however over 18 years). According to the complainant, two stents were to be placed in this patient. The first ultraflex stent was successfully placed in the bifurcation of the carina. Placement of a second ultraflex tracheobronchial stent was attempted distal to the first stent. However, the suture would not retract resulting in a partial stent deployment. During attempts to remove the partially deployed stent, the initial stent was also removed. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.